Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 112 mm from the terminal pin. Visual inspection noted that the setscrew mark on the is-1 terminal pin is close to the tip, indicating that the lead was not fully inserted into the device header at the time of implant. Further inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the distal shocking coil. Associated with this was a [slight stretching of the proximal end of this shocking coil. There were many cuts in the insulation most likely due to the explant procedure and there was blood infiltration in the lumen due to the cuts and in the helix housing. Resistance testing was completed to assess lead electrical performance, and the measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the out of range impedance measurements; however, the setscrew mark on the is-1 terminal pin indicates that it may have been under-inserted while implanted. An under-insertion can lead to poor/intermittent contact between the device leaf springs and the is-1 ring of the lead, which may have contributed to the increased pacing impedance measurement observed on the lead.

Event description:
Boston scientific received information that this device system detected an increased pacing impedance measurement on the right ventricular (rv) lead. Technical services was consulted and recommended bringing the patient in to the clinic for further review. It was noted that the out of range measurement was an isolated incident. The patient was scheduled to come into the clinic for a check. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
One year later, additional information was reported that the pacing impedance measurements on this rv lead had increased from 700 to 1300 ohms since (B)(6) 2012. There were no changes in the pacing threshold measurements and sensing. There was no oversensing noted as well. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient was brought into the clinic for further review. Continued monitoring of the device system was to occur.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.